Event description:
During robotic assisted laparoscopic procedure, the co2 gas conditioning device was over-saturated with nacl. This resulted in visual disturbances resulted in the form of a "white snow". No harm to pt but it did delay the procedure.